Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from the dark blue female connector while the white twist sleeve was closed. This occurred during use of the device for peritoneal dialysis (pd) therapy, during disconnection. There were no damages noted on the transfer set. The transfer set was in use for four (4) months and was replaced to resolve this event. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.